Event description:
Pt noted "low speed" and "red heart" alarms; he contacted vad coordinator who instructed him to come to the ed. The vad coordinator interrogated the device and the history showed low speed, "pump off" and driveline disconnect. Pt denied disconnecting the driveline. Chest cta and abdominal x-ray were obtained and device log files were sent to the MFR. Thoratec noted that the pump stop/low speed events have been linked to potential issues with the percutaneous lead. On (B)(6) 2015, the pt went to the operating room to have the vad replaced. A (B)(6) y/o morbidly obese with chronic systolic heart failure secondary to nonischemic cardiomyopathy s/p vad, gerd, dm, afib and depression, presents to the ed with issues with his lvad. Pt states that just before he went to bed, he was placing his mag on the table when he noticed that his pump was slowing down to approx 8600rpm while it is set at 9400 rpm he states that this happened twice. He states that he was then jolted a little bit. He was otherwise asymptomatic, denies any soa or chest pain. He has otherwise been doing well and has no complaints he was subsequently airlifted to (B)(6) for further management.